Event description:
It was reported that during surgery, the spray tip of this complaint product came off the handpiece unintentionally several times during use. There was no patient impact but it is unknown if there was delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in japan.